Manufacturer narrative:
The insulin pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. No unexpected battery power loss anomaly noted.

Event description:
The customer reported via phone call that the reservoir compartment was crack but the reservoir was able to lock in place when inserted into insulin pump. The customer¿s blood glucose was 81 mg/dl at the time of incident. The customer also report that the insulin pump had battery out limit alarm. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.